Event description:
It was reported that the balloon at the front end of the catheter was broken and leaked.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 75 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no rupture presents. The balloon rested without leakage and maintained 50:50 concentricity. No root cause could be found because the reported event was unconfirmed. A DHR review did not show any problems or conditions. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon at the front end of the catheter was broken and leaked.